Event description:
It was reported the patient underwent aortic valve replacement surgery to remove a severely calcified native valve. The valve was removed and a 23 mm sjm biocor valve was implanted. It was noted the annulus was oval in shape and the commissures were quite high. The placement of the sutures was complicated by the atypical anatomy. Twenty-one sutures were in place when the assistant lost control of her forceps resulting in an injury to the newly implanted valve. Much of the non-coronary cusp had been avulsed from the sewing ring. All of the pledgets were individually removed, resulting in close to an hour of additional bypass time, all of which were accounted for by the scrub tech. Once the valve was completely removed, a 21 mm sjm biocor was chosen and implanted. Transesophageal echocardiogram revealed the valve was well seated and there were no signs of pv leak. It was noted there was considerable medical bleeding due to the prolonged cardiopulmonary bypass time and therefore, platelets were administered to resolve the coagulopathy. Postoperatively, an echocardiogram revealed a high gradient with no evidence of aortic regurgitation. The valve remains implanted.